Event description:
It was reported that during the procedure for treatment of ischemia in a pt who presented with unstable angina, a perforation occurred during post-dilatation of a promus stent using a non-abbott balloon. Integrilin was stopped, heparin was reversed, and an otw graftmaster stent was deployed successfully sealing the perforation. After the perforation was sealed, the pt became hypotensive and developed pericardial tamponade. Dopamine was administered and an emergency window was performed revealing no free blood flow in the pericardium. The pt died approximately 30 minutes later. Reportedly, the cause of death is undetermined. You are receiving this MDR report from abbott because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Death, hypertension, perforation, and cardiac tamponade are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.